Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the balloon was inflated into the trocar but the final shape was not spherical (as expected) but egg-shaped. This caused loss of gas. The physician tried to inflate the balloon in order to increase airtight, but the balloon exploded. No other info at the moment. Samples not available because, contaminated by biological material, they were throw away. No pt injury was reported.

Manufacturer narrative:
(B)(4).